Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark company representative). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a gray screen and the user can see scope and patient information but no scope image. The user tried connecting colonoscopes, gastroscopes and bronchoscopes in the 190 series to the video system center. The issue occurred during preparation for use. There were no reports of patient harm.